Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an 87 mm diameter abdominal aortic aneurysm on. It was reported that the patient had a fever. The subject came to the hospital as they had a fever 48 hours previous to the visit. The physician diagnosed a cellulitis in the surgical area on the right leg. The patient was given medication: antibiotics, antipyretic and the event resolved. The investigator assessed this as not device related but procedure related. The patient was then diagnosed with lymphocele. The tumor had bad evolution, with size increase. The patient was hospitalized for a lymphocele drain age. The patient had good postoperative outcome, and was discharge. The investigation assessed the event as not device related but as procedure related. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
The previous report should have included the following language: other relevant device(s) are: enlw1616c120ee, v00832802.

Manufacturer narrative:
Correction: fdp codes updated.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.